Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an 85-year-old male presented with an acute myocardial infarction and cardiogenic shock, with pre support hemodynamics consistent with scai stage d. Following implantation, the team performed the wire assessment (¿wire trick¿) and identified an absence of distal perfusion beyond the repositioning sheath. The patient was weaned from epinephrine, resulting in slight improvement of distal perfusion. Based on the clinical response, the physician determined that the patient did not require additional impella support, and the device was subsequently removed. Available information suggests the event was related to ischemia at the access site rather than a device malfunction. No allegation against the impella cp was reported, and no device performance concerns were identified.